Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2113, awareness date 30-oct-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted for permanent birth control in an unspecified date. The reporter stated she had a friend who had severe skin reactions, constant abdominal pain, and near constant bleeding after getting essure implanted. She had over a year of suffering and missed work, dealing with frequent doctors appointments and their reluctance to acknowledge that her problems were caused by essure, caused emotional distress and stress to her family. She had a total hysterectomy. The product technical complaint investigation results which ptc number is (B)(4) was received on 22-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information, there is no relationship between the reported events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and after that, experienced constant abdominal pain and near constant bleeding. She had a total hysterectomy. These events, seen as abdominal pain and genital bleeding, are serious due to medical importance and required intervention and are listed in the reference safety information for essure. Considering abdominal pain and genital bleeding may occur during essure use and the implied temporal relationship, causality with suspect insert cannot be totally excluded and since an intervention was required, this case is regarded as incident. Non-serious event were also informed. Based on available information, there is no relationship between the reported events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.